Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the crimped stent had moved proximally on the balloon. The entire length of the stent received damage and the distal portion of the stent was severely damaged and bunching of the stent struts was evident. The type of damage evident to the crimped stent is consistent with an undeployed stent experiencing resistance during advancement attempts, where the device encountered resistance on advancement. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a corewire kink at the port bond skive location. This type of damage is consistent with excessive force being applied to the delivery system while attempting to advance the device to a difficult location. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending(lad) artery. A 3.50x16mm promus element drug-eluting stent was selected for use and advanced to treat the target lesion. Under x-ray, after the balloon's marker was positioned in the target location, the image showed no stent in the stent delivery balloon (sds). Upon checking, the physician found out that the stent was retained in the y-valve. When the physician attempted to remove the sds, it was noted that the dislodged stent was "attached to the surface of the balloon" and everything was removed as a system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending(lad) artery. A 3.50x16mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the target lesion. Under x-ray, after the balloon's marker was positioned in the target location, the image showed no stent in the stent delivery balloon (sds). Upon checking, the physician found out that the stent was retained in the y-valve. When the physician attempted to remove the sds, it was noted that the dislodged stent was "attached to the surface of the balloon" and everything was removed as a system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.